Event description:
During pt use, when ac cable was connected, suddenly a "switched to backup battery" alarm occurred. The power pac battery was exchanged to resolve the issue. No pt injury was reported in this case.

Manufacturer narrative:
Although requested, add'l pt info was not provided.